Event description:
The pt reported experiencing low blood glucose of 20 mg/dl for two days in 2009. No further info is available. It is unk if the pt required medical assistance. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.